Event description:
It was reported that during an implant procedure, one lead could not be implanted due to poor patient atrial anatomy and another lead was not used because its helix did not extend. It was also noted that it took many turns to get the helix to extend and it popped out on the second lead. Both leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant procedure, one lead could not be implanted due to poor patient atrial anatomy and another lead was not used because its helix did not extend. It was also noted that it took many turns to get the helix to pop out on the second lead. Both leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.